Event description:
It was observed during the device inspection that subject device had an error e090 and the generator board was defective there were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation and the information provided, it is likely due to a faulty generator board, fumigation on the generator board and/or an electrical/electronic component problem. The root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.